Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has lost access to sound. No trauma or accident is reported. No physical problems at the implant site.

Manufacturer narrative:
Based on the received information and received measurements from the field, a slight damage to the active electrode due to device minute mobility cannot be excluded. Latest in situ measurements show two channel in hi (high impedance) status. However, a re-fitting was carried out and the recipient is currently doing well. This is a final report.

Event description:
Affected channels observed. The recipient is reported to have lost access to sound on the right side. No trauma or accident is reported. No problems visible at the implat site. No cold or flu like symptoms. Based on testing, fitting changes as well as application of pressure to the implant site was recommended by clinical support. User is reported to be hearing well currently with the right side implant.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In 2018 some affected channels have been observed and the recipient was reported to have lost access to sound on the right side. No trauma or accident reported or problems visible at the implant site either. No cold or flu like symptoms have been reported.